Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and mesh migration following surgery.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a for.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted the previously placed mesh had broken through the repair and was actually curled up in an adhesive ball onto the right lateral side of the incision. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.